Manufacturer narrative:
The device will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this patient reported not feeling well and was taken to the hospital where the physician interrogated this device. The patient presented with general discomfort and diaphragmatic stimulation. The device was interrogated and a red screen appeared with a message that the device was in safety mode, and now safety parameters were being stimulation which would explain the diaphragmatic stimulation experienced by the patient. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will be returned. Upon return and analysis completion this investigation will be updated. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified a fault recorded on 23 february 2022. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. A series of automated electrical/functional tests were then conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient reported not feeling well and was taken to the hospital where the physician interrogated this device. The patient presented with general discomfort and diaphragmatic stimulation. The device was interrogated and a red screen appeared with a message that the device was in safety mode. It was suspected the device was stimulating at safety parameter settings which would explain the diaphragmatic stimulation experienced by the patient. The device was explanted and will be returned. No additional adverse patient effects were reported.